Event description:
The pt required increasing doses of morphine sulfate. The hcp was suspicious of a catheter tip occlusion. A pump myelogram showed the catheter was blocked. The pt was taken to the operating room. A catheter occlusion was discovered; the physician was unable to aspirate fluid even when it was cut at the insertion point into the spine. The catheter was entirely removed and a new one was placed. The hcp did not order a magnetic resonance imaging, so he was uncertain as to the existence of an inflammatory mass. The pump was used to deliver morphine was 25.0mg/dl with the does at 10mg/day. There was no pt injury associated with the event. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).